Event description:
It was reported that during an unknown procedure, a balloon rupture occurred. The lesion location is unknown. The quantum maverick monorail balloon catheter was passed through a previously placed 2.75x12mm taxus drug-eluting stent and upon inflation, ruptured at 3 atms. The number of inflations and to what atms is unknown. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as "ok."